Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp who reported the device took very long to charge and therefore, was the cause of why it was no longer working.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient's previous ins had just quit working about 3 months ago. Patient stated he lost a lot of weight and the ins was sticking out and getting caught on things since a couple months ago. Patient a replacement occurred on (B)(6) 2019. No further complications were reported/anticipated.